Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent a revision on (B)(6) 2013 due to an unknown reason. Patient underwent a further revision procedure on (B)(6) 2014 due to a subsided tibial tray. The tibial tray was removed and replaced. Patient underwent a third revision procedure on (B)(6) 2015 due to instability. During the revision, the adapter screws would not advance fully into the stem. However, the stem was implanted as is which caused the stem to sit proud. Surgeons decided to hammer the screw out and while doing so the implants dissociated leaving the stem in the canal. The stem was removed and a new stem, tibia, fin and augments were utilized to complete the procedure. A 90 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-02752, 1825034-2014-04990, 1825034-2015-03106, and 1825034-2015-03110).